Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that the device was found to leak at the tubing connection after 24 hours of use. No adverse effects reported.

Manufacturer narrative:
Additional information received on 12-nov-2018 with patient information. One cadd cassette reservoirs was returned for analysis in used conditions with its original packaging opened. The cassette reservoirs was visually inspected, at distance of 12" to 24" and normal conditions of illumination. Inspection found cut on the infusion line. Functional testing was performed by using a syringe to infuse water into the ay bag, on the returned cassette reservoirs. Due to the fact that no lots were scheduled of p/n 21-7002-24, a review of the manufacturing process for a review of the manufacturing process for p/n 21-7302-24 l/n 3733163 was conducted by quality engineer on 21/dec/2018, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. P/n 21-7302-24 is manufactured with the same manufacturing procedures, process controls and inspections as p/n 21-7002-24. However, p/n 21-7002-24 has ay bag, 100ml, while p/n 21-7302-24 is a flow stop 100ml cassette reservoir with arm p/n 10015076-001 and spring p/n 30-2969. Tube to lure assembly in the cassette line was reviewed; no discrepancies were found. On turntable and leak test operation was reviewing to see if any sharp objects can damage tube. No discrepancies were found. The customer's stated problem was verified. The most probable root cause is that tube was damage during cassette manufacturing process and it was not detected because production personnel and quality were not aware of this defect.